Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Initially, the patient was noted to have infection and was given systemic antibiotics instead of explanting but the pacemaker was noted to be re-infected once again. There were no additional adverse patient effects reported. The pacemaker was explanted.